Event description:
It was reported to the MFR that the pt had waveforms taken at the hosp, and had sent them into the MFR for analysis the pt had recetly undergone a procedure to address a driveline infection. Subsequent to the creation of a new tunnel, the pump sounded louder on each beat. Analysis of the waveforms noted that the "chirp" signal was missing. Additional waveforms, post system controller change out, were requested to verify the situation. Follow-up waveforms were taken and still had no "chirp". The absence of a "chirp" signal may be an indication of damage to the percutaneous (perc) lead or commutator hybrid in the lvad or a system controller problem. The system controller change out had no effect on the situation. An x-ray series of the perc lead was requested. The x-ray results showed no areas of concern. No x-rays were received of the external portion of the lead. The x-rays did reveal a distortion of the inflow valve conduit. The MFR did a follow up with the vad coordinator requesting access or additional lateral and/or early post-op rays to see if they could gain further insight into the nature/extent of the valve deformation and any pump migration, which may have resulted from the manipulation of the perce lead. The MFR was also trying to attempt to schedule a visist to perform checks on the perc lead and inflow valve; however, the pt had already been discharged from the hosp. The pt remains at home and on lvad support.